Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use. The device is available but has not been returned

Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. One reported event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Event was reported for this quarter. Device was received. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. 1 device was found to be affected by corrosion and non-stryker components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. 1 reported event had no patient involvement; no patient impact.